Event description:
It was reported that 228 days after implantation of a taxus express2 2.5x24 mm drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid right coronary artery (rca). A pre-intervention percentage stenosis was 80%. The lesion was balloon dialted with a guidant whisper ms .014 (90cm) wire and a cordis vista britetip 6 fr 4.0 balloon. A taxus express2 2.50x24mm was deployed into the rca lesion. The stent was post-dilated with a 2.75x8 mm powersail balloon and a post-intervention percentage stenosis of 10% was reported. No info was rec'd regarding the vessel tortuousity or calcification. The pt received versed, fentanyl, and heparin during the procedure. Pt complications were reported as none. The pt presented 228 days after the initial procedure with a 95% in-stent restenosis in two discreet lesions in the mid rca, and a small ostial diagonal branch lesion in the left anterior descending coronary artery. The physician noted that due to the unavailability of the cypher stents. The pt was discharged and was rescheduled for stent placement the following week when two cypher stents were placed with 0% post-procedure stenosis. Pt complications were reported as none.